Event description:
As reported by the user facility: event 1: detailed inquiry description safeport triple manifold item #456522, lot# 0061745719 is not cutting off the flow of medication to ports that are closed, allowing it to keep infusing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Twenty- four (24) unopen samples were provided for evaluation. The samples were visually and functionally tested with passing results. No defects were observed. Based on the evaluation results, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.